Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2014, with the implantation of an afx bifurcated stent graft, an afx vela infrarenal, and an afx vela suprarenal. On (B)(6) 2024, the patient was admitted to the hospital after suffering a fall. A computed tomography (CT) scan was performed, which showed an endoleak type iiib and a 1 cm sac enlargement. The patient is currently being monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. H3 other text : device remains implanted

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2014, with the implantation of an afx bifurcated stent graft, an afx vela infrarenal, and an afx vela suprarenal. On (B)(6) 2024, the patient was admitted to the hospital after suffering a fall. A computed tomography (CT) scan was performed, which showed an endoleak type iiib and a 1 cm sac enlargement. The patient is currently being monitored. Additional information: on march 22, 2024, the patient underwent a re-intervention procedure. The physician opted to implant an afx2 bifurcated stent graft and an afx vela infrarenal. The final patient status remains unknown. The final patient status was not made available to endologix.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Requests were made on march 09, 2024, march 19, 2024, and march 29, 2024, and no response was received. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to ae ¿ updated b5: describe event or problem - updated h6: health effect - impact code ¿ remove 4614 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.